Manufacturer narrative:
D10 concomitant product: vlft10gen;vlft10gen ft series energy platformx1; (lot number:unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use the first of the device, there was an energy activation and sealing issue in which no seal. There was no evidence of energy delivery and end tones were heard. The device was plugged into an ft10 generator and another device was used successfully with the same generator. There were no other alerts or errors that occurred. The procedure time was extended by five minutes as a result of the issue. There was no bleeding reported and the jaws were cleaned often when the device was not in use. There was no patient injury.

Event description:
It was reported that during use of the device, an energy activation and sealing issue occurred, in which no seal was achieved on the first attempt. There was no evidence of energy delivery, and no end tones were heard. The device was plugged into a generator, and another device was used successfully with the same generator. There were no other alerts or errors occurred. The procedure time was extended by five minutes as a result of the issue. There was no bleeding reported, and the jaws were cleaned often when the device was not in use. No consequences or impact to the patient were reported, and the patient remained alive with no injury.

Manufacturer narrative:
Additional information: d4(UDI), g3, h3, h6 correction: b5 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found the device showed evidence of wear. Functional testing noted that the device's rfid tag showed three recorded uses. The device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The knife cut of the device was tested on a silicone test strip with acceptable results. The heel gap of the device was measured and it was found to be within specification. The device produced an instant regrasp alarm when activation attempts were made. The device was disassembled and it was identified an open circuit between the connector and the jaws of the device. It was reported that no seal was achieved. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: there was an alarm activation. The most likely cause for the additional condition was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the performance of this single-use device has been tested according to the expected conditions of a single surgical procedure. Subjecting the device to process steps, tools, and/or chemicals commonly used by third-party re-processors may negatively affect it performance. These have the potential to degrade the ligasure nano-coating technology on the sealing surfaces, which may lead to increased tissue adhesion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.